Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might contribute to the retention of foreign material and no additional event or device reprocessing information was reported or available, however, the issue was likely the result user handling/ insufficient cleaning/reprocessing. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. Inspection of the endoscope: ¿9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. Inspection of the objective lens cleaning function: inspection of the water feeding function: ¿1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image¿. ¿2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. In addition to the foreign material identified, functional testing showed water could not be fully drained from the insertion section due to the clogging of the air/water nozzle. The device's insertion section was found to have a worn angle wire; this caused the up/down direction knob to fail functional testing. The bending section cover was found to have adhesive that was cracked and cloudy, the suction cover plate was peeling, the universal cord was wrinkled, the adhesive around the objective lens was peeled and cloudy, the objective lens was cracked, the adhesive around the light guide lens was cloudy, the distal end cover was scratched and the connecting tube was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported that the evis lucera gastrointestinal videoscope had a flow problem at the air/water nozzle. The device was returned for evaluation. During examination, foreign material was found in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.